Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. While the set screws exhibited abrasions indicative of rod contact, it was difficult to determine if the contact was optimal, as none of the set screws exhibited the ideal "windshield wiper" type abrasions. These type of abrasions indicate an optimally seated and reduced rod, and therefore, ideal contact between the rod and set screw. The patient was also diagnosed with neuromuscular scoliosis, which is a very difficult and complex deformity to correct. Since this type of deformity tends to place more stress on the construct, it likely contributed to the set screws backing out. However, no root cause(s) could be determined. The patient was revised successfully and is reportedly doing well.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that there was a revision surgery approximately 3 months post-op for a set screw back out.